Manufacturer narrative:
Insulin pump had an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.